Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/16/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7611929, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 215cc mentor memorygel, breast implant and was presented with capsular contracture; baker grade IV on her left side, and capsular contracture; baker grade ii with implant malposition on the right side. As a result, patient underwent explantation and replacement on (B)(6) 2019 with catalog number 350-7215mc and serial number (B)(4) on the left side. Surgical intervention was performed on the right side and same implant (catalog number 350-7215mc; serial number (B)(4)) was inserted. This report relates to the left prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).